Manufacturer narrative:
The patient has been revised for dislocation. Examination of the reported device was not possible as it was not returned. A search of the complaints databases identified no other reports against the provided product/lot code combination. Depuy has received information stating that the depuy head was used in conjunction with a competitor liner. This is not recommended and is considered off-label use. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Complaint to part 803.22, depuy orthopaedics is providing the following information, as depuy orthopaedics did not manufacture, or import, the following device(s): manufacturer: zimmer liner. Event: this was used in conjunction with depuy product in this patient.

Event description:
The patient has been revised for dislocation.